Event description:
It was reported the insulin pump had broken battery compartment threads. Customer's blood glucose was unknown. The insulin pump is returning for further analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, and cracked battery tube threads.